Manufacturer narrative:
An event of atrial fibrillation was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Clinical study patient ID: (B)(6). On (B)(6) 2021, a 30 mm amplatzer pfo occluder was successfully implanted. The patient was discharged uneventfully on (B)(6) 2021. On (B)(6) 2021, the patients icm showed new-onset paroxysmal atrial fibrillation. Bepridil was prescribed on the patients first follow-up on (B)(6) 2021. On (B)(6) 2021, the patient was admitted to the hospital in emergency due to acute hepatitis; drug-induced or viral hepatitis was suspected. After discontinuation of bepridil, the patient's liver function gradually improved and she was discharged on (B)(6) 2021. The patient is stable.